Event description:
The site communicated that the patient experienced additional no external power alarms. It was reported the patient did not have a locking version of the mpu ac power cord. The cord had been pulled out of the wall a couple times but they are unsure of the dates. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log files and the log file downloaded from the returned controller. The returned controller is investigated under another investigation. The submitted and downloaded log files contained approximately 121 days of data combined ((B)(6) 2019 ¿ (B)(6) 2020 per the timestamp). The log files captured no external power alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 at 7:22, (B)(6) 2019 at 10:39, (B)(6) 2019 at 1:30 and 5:52, and (B)(6) 2020 at 2:34 and 10:30. The alarms were resolved when power from the mpu was restored. The log files also captured no external power alarms due to both power cables being disconnected and replace system controller alarms due to lcd faults; these alarms are addressed via (B)(4). The system controller backup battery supplied power to the system without issue during all losses of external power. The driveline was disconnected on (B)(6) 2020 at 10:15 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed above or equal to the low speed limit throughout the log files while the driveline was connected. Per-2019-0253966 has been determined to be a duplicate/additional information to this per. Technical services noted under per-2019-0253966 that the no external power events while connected to the mpu may have been caused by the mpu ac power cord coming loose at the mpu or at the ac wall outlet, or by a loss of ac power at the home. Additional information provided on 15oct2019 stated that the patient has a locking ac power cord for the mpu; however, further additional information provided on 27nov2019 stated that the patient does not have a locking ac power cord for the mpu. A review of the device history records for the mpu associated with the event revealed that the mpu was manufactured prior to the implementation of the locking ac power cord, although it cannot be conclusively determined if the patient acquired a locking ac power cord for use with the mpu. Additional information provided on 27nov2019 also stated that the ac power cord has been pulled out of the wall a couple of times, although the dates that these events occurred is unknown. The ac power cord being pulled out of the wall would result in the observed no external power alarms while connected to the mpu. The log files captured six separate no external power events that were caused by a loss of power while connected to the mpu; therefore, it cannot be determined if all of the events were caused by the mpu ac power cord being pulled out of the ac wall outlet or if there were additional causes for some of the no external power events. The reported event appears to have been caused by several losses of ac power while connected to the mpu; the provided information indicates that multiple losses of ac power were caused by the ac power cord being disconnected from the ac wall outlet, however, the root cause of all of the losses of external power could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power alarm while their device was connected to the mobile power unit (mpu). It cannot be discerned if the power cord came loose from the connection with the mpu or wall outlet. No additional information was reported.